Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received deployed approximately 123cm from the hub of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was damage as the microcatheter was cut in order to locate the stent. Blood was present in the catheter. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject stent got stuck in the microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the stent was received deployed approximately 123cm from the hub of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. It is probable that the rhv (rotating hemostatic valve) vent cap was not sufficiently tightened. As a result, the sheath may have experienced minor inadvertent proximal movement after being correctly positioned inside the rhv/microcatheter hub. Such proximal movement could create a gap between the distal end of the sheath and the microcatheter lumen. If this occurs, it is likely that during advancement of the stent from the sheath into the proximal end of the microcatheter lumen, the stent could partially deploy into this gap. This would lead to resistance while attempting to advance the stent through the microcatheter lumen. Upon recognizing this resistance, an attempt may be made to withdraw the stent. During this process, particularly if the stent is stuck within the lumen, the sdw may slip through the proximal end of the stent, resulting in premature deployment. The as reported stent difficult/unable to advance or pullback through catheter as well as the as analyzed stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.